Manufacturer narrative:
When received from customer, immediately noticed the push button on head assembly was pressed in too far. When burr was inserted into head assembly it could be pulled back out manually. This was because of the push button having no spring back to it. The head assembly had to be separated using two pairs of pliers. Very heavy debris on threads and inside of head assembly. This may have caused the push button to fail and not able to lock in burr.

Event description:
It was reported that a midwest push button latch type head contra angle won't hold burs; no injury resulted.